Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers 4.1 & 4.2 were failed. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on bus. A field service engineer reseated cables and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.